Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the lap top 2200 ventilator was having continuous check circuit issue. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire complaint number (B)(4). The affected sample was returned for evaluation, and functional tests were performed. The vent was found to be functioning as intended. The vyaire technician was unable to duplicate the reported issue. A root cause could not be determined.